Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for left atrial flutter with a pentaray nav high-density mapping eco catheter and during left atrial mapping, the distal end of the pentaray catheter became entrapped in the mechanical mitral valve. A significant amount of force was used in the attempts to remove the pentaray catheter. After an unspecified amount of time, the pentaray catheter was successfully retracted back into the abbott/st. Jude medical sl0 8.5 french sheath. During the process of catheter removal, the end of one of the pentaray catheter spines was severed. Damage resulted in wires being exposed, but no lifted or sharp rings. Computed tomography (CT) confirmed the location of the retained pentaray catheter spine fragment to be in the left temporal artery, which was notably small (unspecified). Radiologist determined that it would be difficult to retrieve the retained spine fragment with a recovery catheter and that it would be safer to leave the retained spine fragment in place. It was noted that the catheter was not pre-shaped. There were no patient consequences. These issues are MDR reportable. The instructions for use contraindications state ¿do not use pentaray¿ catheters in patients with prosthetic valves.¿

Manufacturer narrative:
Investigation summary: it was reported that a 66-year-old female patient underwent an ablation procedure for left atrial flutter with a pentaray nav high-density mapping eco catheter and during left atrial mapping, the distal end of the pentaray catheter became entrapped in the mechanical mitral valve. A significant amount of force was used in the attempts to remove the pentaray catheter. After an unspecified amount of time, the pentaray catheter was successfully retracted back into the abbott/st. Jude medical sl0 8.5 french sheath. During the process of catheter removal, the end of one of the pentaray catheter spines was severed. Damage resulted in wires being exposed, but no lifted or sharp rings. Computed tomography (CT) confirmed the location of the retained pentaray catheter spine fragment to be in the left temporal artery, which was notably small (unspecified). Radiologist determined that it would be difficult to retrieve the retained spine fragment with a recovery catheter and that it would be safer to leave the retained spine fragment in place. It was noted that the catheter was not pre-shaped. There were no patient consequences. The device was inspected and the spine c was found damaged, leaving internal parts exposed. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Then, the catheter outer diameter was measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the spine detached could be related to the procedure, since the instructions for use state that the pentaray¿ catheters should not be use in patients with prosthetic valves. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Originally, it was reported that during the process of catheter removal, the end of one of the pentaray catheter spines was severed. Damage resulted in wires being exposed, but no lifted or sharp rings. The biosense webster inc. Product analysis lab received the device for evaluation on (B)(6)2019. The catheter has been received in the condition reported as it was noted that spine c is damaged. Leaving internal parts exposed. This issue remains reportable. Therefore, populated d device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).